Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 7/25/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 350cc saline prosthesis, catalog: 3501655, serial umber: (B)(4), lot: 5678853. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis experienced deflation on the left breast prosthesis post procedure. As a result, the patient underwent bilateral removal and replacement with unspecified mentor saline prostheses on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/29/2018. Also on 8/29/2018, mentor received additional information: the patient underwent bilateral removal and replacement with mentor smooth round moderate profile saline prostheses on (B)(6) 2018; catalog # 3501645, s/n (B)(4), 300cc (l) and catalog # 3501660, s/n (B)(4). Device evaluation summary completed on 9/6/2018: the device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. The device history record (DHR) of lot number 5678853 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. According to the information received, it was reported a deflation on a saline breast implant. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).